Event description:
It was reported by the customer "incident occurred on newborn baby in operating room after mother gave birth via caesarean section. Newborn was transferred to a facility." Customer shared that a 15mm io needle was used. No other information was provided. Adverse impact to patient is unknown at this time.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 128778 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (128778) have been reported from the same facility in canada.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "incident of safety mechanism issue and difficulty removing the stylet from the needle occurred on newborn baby in operating room after mother gave birth via caesarean section. Customer shared that a 15mm io needle was used. No other information was provided. Adverse impact to patient is unknown at this time.